Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks resulting from t-wave oversensing (twos) by the right ventricular (rv) lead. Low r-waves measurements were noted for which reprogramming of sensitivity was performed previously. It was also suspected that the patient had an electrolyte issue indicated by low magnesium. The patient¿s medications were adjusted. The lead remains in use. No further patient complications have been reported as a result of this event.